Event description:
Pt had epidural catheter placed prior to giving birth and it was reported that catheter pulled apart. Was unable to verify this report and the people involved did not actually see where it pulled apart.